Event description:
On (B)(6) 2011, a vns treating neurologist reported that her serial adapter cable is frayed and she didn't know how it happened. The serial adapter cable was returned to the manufacturer on (B)(4) 2011, for product analysis that was completed on (B)(4) 2011. Product analysis revealed that the serial adapter cable was frayed because the serial cable was pulled out of its strain relief. Product analysis discovered that the cause of the serial cable being pulled out of its strain relief was most likely associated with mishandling of the device. Although the serial cable was pulled out of its strain relief, it was primarily a cosmetic issue and it posed no safety risk and resulted in no adverse impact on product functionality.

Manufacturer narrative:
.